Event description:
It was reported that a device fracture occurred. A direxion was selected for use. During the procedure, the device broke while torquing. The device was pulled out and the procedure was completed with an alternate device. No patient complications reported.